Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller did not state whether the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl a few hours after the time of death. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was using sensors. The caller declined to return the insulin pump for analysis as the pump was not returned to the family.